Manufacturer narrative:
The sodium electrode lot number is fts89 and the chloride electrode lot number is fjm97. The electrode expiration dates were requested, but not provided. Calibration and controls were acceptable. A review of alarm trace data showed multiple abnormal aspiration alarms near the time of the event. The field service engineer determined there was a contamination of the flow path. The ise system was decontaminated. An ise check and precision studies recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The second sample also had discrepant chloride electrode results. The first sample initially resulted in a sodium value of 146.2 mmol/l. A doctor questioned the initial result and the sample was repeated. The repeat value was 139 mmol/l. The second sample initially resulted in a sodium value of 155.9 mmol/l and a chloride value of 114.9 mmol/l. The user questioned the initial results and repeated the sample. The repeat sodium value was 141.7 mmol/l and the repeat chloride value was 103.4 mmol/l. No questionable results were reported outside of the laboratory for this sample. The repeat values were deemed correct.